Event description:
Reportedly, the left ventricular impedance is measured between 800 and 3000 ohm. The patient will come beck in (B)(6) with a x-ray of the device and the lv lead (biotronik sentus)

Manufacturer narrative:
Review of the provided cso file revealed: - rv impedance, rv coil continuity and ra impedance are stable and showed abnormal values since mid (B)(6) 2024 (at least) - lv lead impedance is highly fluctuating between 400 and 3000 ohms since at least april 2023 based on available data, lv lead issue cannot be excluded. Based on available data, no issue is suspected on the subject crtd. Recommendations: careful monitoring of the left ventricular lead electrical performances should be performed upon each follow-up.